Manufacturer narrative:
A physician recommended use of stomahesive wafer over the skin and prescribed lidocaine cream, which the end user was reported as not using. The end user was advised to measure his stoma and re-size the device, if needed. Additionally, the crusting procedure using stomahesive powder and sensi-care sting free skin barrier wipes was reviewed and samples were sent to the end user. Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It is reported that the end user experienced red skin with blisters encircling the stoma extending out approximately 6 millimeters.